Manufacturer narrative:
The device is currently being returned to the design house located in (B)(6) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device was unable to power on. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. A review of the device data logs and performance testing could not confirm the report of the device not starting. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported device failure was most likely due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).